Event description:
It was reported that the device was used during a laparoscopic procedure. It was reported that post-op the patient had a leak at the staple line. The patient had a reoperation to repair the leakage. There is no further information at this time.